Event description:
Fire fighter emergency medical technician's and a paramedic responded to a person who "did not look good at all." After diagnosing the patient with a heart rate of 25, the device was connected to the patient with a 4-lead ECG and disposable pacing/defibrillation electrodes for external pacing. According to the reporter, the device intermittently stopped pacing, alarming connect electrodes, and had to be manually restarted at least 3 times. A backup device at the scene was called for and used to transport the patient to the hospital. Patient outcome is unknown.